Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient making a mistake. The patient was not hospitalized for the event. On an unreported date, the patient was treated with inj . (Injection) vancomycin (1 gram stat dose, ip), inj. Amikacin (100mg once daily, ip), inj. Fortum (1 gram once daily, ip) and inj. Reflin (1 gram once daily) for peritonitis. The outcome of the peritonitis was unknown. No additional information is available.

Manufacturer narrative:
(B)(4): on an unreported date, the peritonitis was resolved and the patient was recovered.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.